Event description:
A trilogy 100 was returned to a third-party service center for evaluation. There was no harm or injury reported. There was no evidence the device was in patient use. During the evaluation, the device failed to power on, and the error log was unable to be retrieved. There was no foam particles observed. There was no documentation of components replaced. No repairs were performed. The device was scrapped.

Manufacturer narrative:
The reported failure of the trilogy 100 ventilator to power on is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device sn. Review confirms that the device met the final acceptance criteria and was released for final distribution.